Event description:
Information received by medtronic indicated that the insulin pump was reported an error in the motor was detected by reading unexpected value from hall sensor. Troubleshooting was performed and customer was able to successfully clear the alarm and was not able to complete rewind. No harm requiring medical intervention was reported. The product will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On september 29, 2022, the customer alleged for pump error alarm and pump unable to rewind. Sc1 locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm during testing. The pump rewinds properly. Successfully downloaded history files and traces using thump. In further analysis in the pump history found multiple pump error alarm on september 29, 2022 from 17:05:07.000 until 18:30:47.000. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly and j6 on the electric boards. Analysis was performed per dop114-888doc rev z. Redline in agile as 10/05/2022. In summary, pump passed all required testing. However, pump error alarm confirmed in the pump history due to moisture damage motor assembly. Device unable to rewind not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp prime. On (B)(6) 2022, the customer alleged for pump error 43 alarm and pump unable to rewind. Sc1 locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm during testing. The pump rewinds properly. Successfully downloaded history files and traces using thump. In further analysis in the pump history found multiple pump error 43 alarm on (B)(6) 2022 from 17:05:07.000 until 18:30:47.000. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly and j6 on the pcb 1. Analysis was performed per (B)(4). Redline in agile as 10/05/2022. In summary, pump passed all required testing. However, pump error 43 alarm confirmed in the pump history due to moisture damage motor assembly. Pump unable to rewind not confirmed. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.